Event description:
On 05/08/2025, it was reported by a sales representative via (B)(4) that an ar-9215-1-03 quick connect handle and ar-9231-01ag-25l drill guide broke as the surgeon was drilling the superior and inferior vault lock holes into the glenoid and upon removal the knurled handled snapped off inside of the vault lock drill guide. Both pieces were retrieved. This occurred during use in a case with no patient effect. There was no delay to the case as the surgeon had just finished drilling all the holes.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged, ar-9215-1-03, universal quick connect handle, batch number 04512201, was received for investigation. Upon visual inspection, it was observed that the tip of the device was broken. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misuse due to excessive user-applied mechanical forces. Refer to investigation photos. Complaint allegation is confirmed.